Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks multiple times. It was suspected that the shock received due to atrial fibrillation. Further information was requested but not yet available. The patient was stable.

Event description:
New information received notes that patient received shocks due to atrial fibrillation. Patient had arrhythmia. The patient was kept on medication. No further intervention was made.